Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown error appeared and would not go away. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of an unknown error through a loss of connection on transmitter 413fss. A root cause could not be determined via data. The reported issue of an unknown error is reportable based on the finding of permanent connection loss.